Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) lead exhibited an out of range rv intrinsic amplitude measurement, rv pacing impedance measurements of greater than 3000 ohms and noise. It was noted the noise was not oversensed. Patient isometrics and pocket manipulations were performed which were not able to reproduce any noise. Later it was noted that pocket manipulation was able to reproduce the high impedance measurements. The respiratory rate trend (rrt) feature had been programmed off. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing was performed, designed to verify proper port dimensions, which found that the rv coil spring connector was out of specification. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis indicated that the clinical observations were caused by the rv coil spring connector.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported.